Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep was able to complete the case after a reboot. The temp sensor error was due to a broken wire at the molex connector. He removed the pin and resoldered the connection. He also reinserted the pin. The system is working properly at this time.

Event description:
The customer reported that they received a temp sensory failed error message. The c-arm did not operate after a reboot stating the housing overheated.